Event description:
It was reported that this right ventricular (rv) lead had exhibited high impedance issue. This rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.